Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt fatigue. The patient did not mention what the cgm was displaying during this time. She called an ambulance and stated her cgm reading when paramedics arrived was 100 mg/dl. When they checked a bg it was 1200 mg/dl. The patient was taken to the hospital and was admitted to the intensive care unit due to diabetic ketoacidosis until (B)(6) 2025. The patient could not remember what treatment was provided while in the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.